Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a review of the device history records was completed: magnum manufactured the plate. The parts were inspected and conformed to synthes inspection sheets. No non-conformance reports were generated for this lot. A manufacturing evaluation was completed: the plate is broken near the head-holes and exhibits marks and scratches on the surfaces. The complaint condition is due to an unknown cause. The lot initially conformed to specifications and to the synthes incoming final inspection sheet. Although the complaint condition is confirmed, based on the evaluation performed, the unknown cause, and from a manufacturing position, this complaint is not a supplier issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had an operation for a transsyndesmotic fibular fracture, with medial lesion. About two weeks after the bone fracture, the bone began to heal and the surgeon decided to fix a plate without reduction after checking movable range of the foot joint. During bending of distal part of plate by using a bending iron and piers owned by the hospital, the plate was broken after second bending. There was a report of a twenty minute surgical delay. This report is for 1 of 1 complaint com-(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis additional product code for this report includes; hwc. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.